Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported issues with the care groups alarms. The device was in use monitoring patients. There was no report of patient or user harm.